Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer insulin pump had damage on the screen and had a keypad anomaly. The customer¿s blood glucose was 14.0 mmol/l at the time of incident. Customer¿s parent stated that the insulin pump screen was damaged and there were dark blotches on it after it was dropped and stepped on. Customer's parent also reported that the insulin pump had a keypad anomaly and the buttons does not work. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.